Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was observed to be kinked. The data showed an 0x1c alarm indicating that the device was used for 80:00 hours, no drive stalls or time outs were observed in the data. The device was returned with no insulin, so green fluid was used to test the fluid path. Despite the bend in the cannula, fluid was still able to exit the distal tip of the soft cannula freely. It is unknown when this damage may have occurred or how it occurred. Therefore, the cause of this event cannot be determined. No other damages or deficiencies were found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 362 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment the patient replaced the pod.